Event description:
The customer reported a vibration followed by a blank display after the insulin pump was submerged in water. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic and motor assembly.